Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's repeat alarms did not sound after confirmation of the inital alarm. It was determined that the issue was related to the mobile application. Data was provided for evaluation. The complaint confirmation was confirmed. The root cause was determined to be potential patient misuse.